Manufacturer narrative:
Additional information was received: "there was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media used was unknown; however, the ratio was 50:50. The indeflator brand was unknown, and it was unknown if it was used successfully with other devices. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction as the balloon catheter was inserted into the sheath and guide catheter. There was no difficulty as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and it did not kink during use. The balloon initially inflated normally before rupture. The maximum inflation pressure was under 10 atm. The balloon catheter was easily removed from the patient and the device was intact. The current status of the patient was unknown." The facility is (B)(6) hospital.initial reporter's name is (B)(6). The device has been received for analysis; but the engineering report is not yet available. However, it will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex pro pta catheter ruptured without reaching 10 atm. It was removed and replaced with a non-cordis balloon to complete the procedure. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta of a target lesion located in the right external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. After the lesion was crossed by a guidewire, a powerflex pro was delivered and inflated at the lesion. However, it ruptured without reaching 10 atm during its initial dilatation. Therefore it was removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
The device has been received for analysis, but the engineering report is not yet available. However, it will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant product: replacing pta catheter: 7.0x40 mustang, boston scientific. (B)(6).

Manufacturer narrative:
Please note that based on the product analysis, an additional device code was added: "1354-leak." Complaint conclusion: the balloon of a powerflex pro pta balloon catheter (bc) ruptured without reaching 10 atm (ten atmospheres). It was removed and replaced with a non-cordis balloon to complete the procedure. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta (percutaneous transluminal angioplasty) of a target lesion located in the right external iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. After the lesion was crossed by a guidewire, a powerflex pro was delivered and inflated at the lesion. However, it ruptured without reaching 10 atm during its initial dilatation. Therefore it was removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted. The contrast media used was unknown; however the ratio was 50:50. The indeflator brand was unknown, and it was unknown if it was used successfully with other devices. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction as the balloon catheter was inserted into the sheath and guide catheter. There was no difficulty as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and it did not kink during use. The balloon initially inflated normally before rupture. The maximum inflation pressure was under 10 atm. The balloon catheter was easily removed from the patient and the device was intact. The current status of the patient was unknown. The product was returned for analysis. A non-sterile unit of powerflex pro 7mm x 4cm 80cm was returned. The balloon was received deflated and appears have been inflated. No other anomalies were observed during visual analysis. An inflation test showed a leak at the proximal section of the balloon. Per sem analysis the external surface presented evidence of scratches and abrasion marks that could be related to the balloon pin hole. The internal surface and marker bands did not show any damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17061061 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.